Event description:
(2/2 reference (B)(4) for related complaints) (documenting pump) pump starts beeping very loudly and then still runs, but after a while the pump stops running and then shows "no disposable" on the display. Had to use another cassette, because the pump couldn't start anymore.